Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was treating a lesion in the mid common iliac artery and superficial femoral artery with a silverhawk atherectomy device. The lesion was fibrous cto lesion with severe tortuosity and little calcification. The anatomy was described as having a very acute angle aorto iliac bifurcation. The device was inspected and prepped per IFU with no issues noted. It was reported that the device jammed and would not close. Another silverhawk device was used. No patient injury.